Event description:
On 25th june 2024, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that there was resistance on depression of the injector plunger and the lens failed to eject.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that there was resistance during lens injection and the lens failed to eject. The surgeon discontinued use of the device and surgery was completed within the original surgery session using a back-up lens. The healthcare facility confirms that there was no harm or injury to the patient as a result of the event; however, reports that surgery was prolonged. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Product return anticipated. Not yet received. There is insufficient evidence and information available to establish the root cause of the lens failing to inject. Our review of production records for the rayone aspheric rao600c batch 014233201 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 014233201.